Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that while retrieving a new system controller for the pt, the nurses responded to an alarm in the pt's room. The lvad was not running and there was a red heart alarm. The pt became asystolic, requiring emergency resuscitation. The pt was resuscitated successfully and placed on another system controller.

Manufacturer narrative:
The pt remains ongoing on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.